Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, reset the pump using provided information, and the issue did not recur. The customer was advised to continue using the pump and to report back if the malfunction code recurred.